Event description:
It was reported the patient presented in clinic due to severe tricuspid regurgitation caused by the right ventricular lead across their tricuspid valve. The right ventricular lead was explanted. The patient was recovering after the surgery.